Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 329 mg/dl with blurred vision, polydipsia and difficulty swallowing associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the user accidently changed their 2 hour max limit setting to 1.00 unit. It was also reported that the patient had a urinary tract infection. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy.